Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. The reason for call was pt said they burnt their ins out in the first year they had it. Pt said it was not charging anymore and could not be reprogrammed. Pt said their healthcare provider (hcp) stated they were the first pt that the hcp saw burn through the ins in a year and told the pt it was supposed to last 5 years. Pt stated they then had a new ins put in. No symptoms were reported. Additional information was received from a manufacturer representative (rep). The rep reported that the healthcare provider (hcp) sometimes changes the battery to the newer model if they feel like the patient is making a complaint, such as charging or depleting more.

Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.